Event description:
It was reported that in ddi mode the subject pacemaker was pacing during fallback mode switching at a rate (70 min-1) higher than the programmed basic rate (60 min-1). It was reported that in aai mode, the pacemaker was pacing at 60 min-1.